Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they went to emergency room due to low blood glucose on february 27 and february 28. The customer's blood glucose was 23 mg/dl and 25 mg/dl. Customer was in hospital because she had seizure. The customer did not provide information about symptoms of low blood glucose value. The customer treated low blood glucose with food. Based on customer¿s report customer did not allege over delivery. Customer reported they did hear beeps when audio volume settings were saved. Customer reported they did not hear the differences between the two audio beep volumes. Customer was unable to complete care link upload. The customer declined troubleshooting for low blood glucose value. The device will be returned for analysis.